Event description:
The patient stated that at 2:00am he heard a loud pop that woke him from his sleep and he found that his infusion tubing completely "snapped" off. He stated he then turned off his infusion device and fell back asleep. He stated he slept for 4 hours without insulin and when he woke up his blood glucose was 160 mg/dl. He stated his blood glucose is normally around 150 mg/dl. He stated he changed his infusion tubing and bolused and his blood glucose is fine. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.